Event description:
Philips received a complaint on the heartstart mrx device indicating that the capacitor is making a crackling sound. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the philips fse at the customer¿s site. It was determined that capacitor of the device was crackled at time of charging and discharge level have tend towards the minimum tolerance. Hence fse recommended the replacement of the capacitor to resolve the issue. The device returned to full functionality.